Event description:
Could not put weight on left knee [mobility decreased]. Left knee was stiff [joint stiffness]. Left knee swelled up/mostly in area above knee [joint swelling]. Case description: spontaneous report received on (B)(6) 2009, from a (B)(6) female pt, initials (B)(6), whose relevant medical history included: oa (osteoarthritis) of the knee and 3 previous synvisc injections in the right knee. The pt received her first injection of synvisc into the left knee on an unk date in (B)(6) 2009. The day after the injection, the pt's left knee became stiff. Then the following day, her left knee swelled up, mostly in the area above the left knee, and she could not put weight on her left knee. She saw her treating physician, who administered a corticosteroid injection into the left knee and also gave the pt an antibiotic. Within 24 hours of receiving the corticosteroid injection, the pt was able to put weight on her left knee again, and within 2 days of the corticosteroid injection all of the left knee swelling resolved. The physician told the pt that he/she would not administer the second or third synvisc injections into the left knee because the pt had experienced an allergic reaction to the synvisc. As of the date of receipt of this report, the overall pt outcome was unk. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary - the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.